Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear when it was flushed drowned air through the valve. This air inlet is weak when the sheath is empty but much stronger when the catheter is inserted into the sheath. No further information is provided regarding solution, procedure and patient outcome. The device is available for analysis.

Manufacturer narrative:
The faradrive steerable sheath was returned to boston scientific with no visual abnormalities. The faradrive steerable sheath was leak tested and did not pass leak tests. The device was examined under microscope and identified a flush lumen tear. Dissection of the handle cap revealed that the flush lumen was torn where the adhesive filet bonds the lumen to the valve hub of the sheath, creating a leak path. Subsequently, microscopy was used to inspect the valves; the external valve appeared to have been damaged and deformed, possibly from when it was originally inserted during manufacturing. The reported air leak was confimed.

Event description:
It was reported that a faradrive steerable sheath clear when it was flushed drowned air through the valve. This air inlet is weak when the sheath is empty but much stronger when the catheter is inserted into the sheath. No further information is provided regarding solution, procedure and patient outcome. The device is available for analysis.